Event description:
It was observed that during the device evaluation, the colonovideoscope had corrosion on the connecting tube and the light guide (lg) lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the corrosion on the connecting tube and the light guide (lg) lens is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.